Manufacturer narrative:
Vyaire medical file indentification: (B)(4). Currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a transducer fault occurred on the vela ventilator during maintenance work. No patient involvement.